Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the sb836, endo pouch w/memory wire 3x6" device was being used during an unknown procedure on (B)(6) 2022 when it was reported ¿when the surgeon tried to close the bag, the wire came off the bag. The tip loop part was missing." Further answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information the procedure was completed with the use of an unknown alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of injury due to the tip of the loop missing.